Event description:
The customer reported that the system displayed stator errors and locked up. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The generator system software and calibration were evaluated and reloaded. The system was tested and found to be working as intended and returned to service.